Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient began treatment with penicillin infusion and an unspecified drug (intraperitoneal) for the peritonitis event. The patient hospitalization and patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.